Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). Company causality comment: this non-medically confirmed spontaneous case report, reported via regulatory authority, refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("very major pain, pain in the right side, osteopath told me it was indeed in the area of the uterine tubes, after the removal procedure, pain, lower than before, on the same side") and syncope ("(during) placement of the inserts...I answered (B)(6), then nothing, when I woke up I was in the recovery room"). The pain was present since essure insertion and due to its persistence, essure was removed via bilateral salpingectomy three months after it was placed. Pelvic pain and syncope are regarded as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. Considering the event's nature and that the pain started right after essure insertion, causality of pelvic pain with essure cannot be excluded (related). The syncope occurred during the insertion procedure of essure. Therefore causality with essure is assessed as related. This case was regarded as incident since device removal was required (intervention required). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("very major pain, pain in the right side, osteopath, told me it was indeed in the area of the uterine tubes, after the removal procedure, pain, lower than before, on the same side") and syncope ("(during) placement of the inserts...I answered (B)(6), then nothing, when I woke up, I was in the recovery room") in a (B)(6) year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (two grown up children). Previously administered products included diane 35 with an associated reaction of dysmenorrhoea (I had my period and it was extremely painful. I had never had that much pain when I was on diane 35 (see linked report no. (B)(4))). Concomitant products included analgesics for pain prophylaxis, nomegestrol acetate (lutenyl) and cilest (ethinylestradiol w/norgestimate). On (B)(6) 2016, the patient started essure at an unspecified dose and frequency. On (B)(6) 2016, the same day after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), syncope (seriousness criterion medically significant), procedural pain ("a pain made me wince, the procedure was interrupted while I calmed down, it was resumed but pain was too much") and anxiety ("the pain was too much, I had an anxiety attack"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("I had my period and it was extremely painful"). On an unknown date, the patient experienced depressed mood ("there I broke down, my morale hit rock bottom") and fatigue ("she gave me a prescription for doliprane (paracetamol). With the tablets, I slept all the time"). The patient was treated with paracetamol (doliprane) and surgery (bilateral ablation of fallopian tubes,bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain had not resolved and the syncope had resolved and the procedural pain, anxiety, dysmenorrhoea, depressed mood and fatigue outcome was unknown. The reporter considered pelvic pain, syncope, procedural pain, anxiety, dysmenorrhoea and depressed mood to be related to essure. The reporter provided no causality assessment for fatigue with essure. The reporter commented: the gynaecologist did not really agree on the need to remove the inserts. On (B)(6) 2015, bilateral ablation of fallopian tubes and bilateral salpingectomy were performed. After the procedure, what a relief, I no longer have pain in right fallopian tube. After the procedure, I had an enormous bruise on my right side and pain, lower than before, on the same side. Currently, I have two appointments, one with a doctor who may be able to help with the pain and the other for pelvic MRI. Diagnostic results: after lots of blood tests, pregnancy test, ultrasound and then x-ray: normal (each time the doctors told me that, for them, everything was normal. I have an appointment for pelvic MRI). Company causality comment: this non-medically confirmed spontaneous case report, reported via regulatory authority, refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("very major pain, pain in the right side, osteopath told me it was indeed in the area of the uterine tubes, after the removal procedure, pain, lower than before, on the same side") and syncope ("(during) placement of the inserts...I answered (B)(6), then nothing, when I woke up I was in the recovery room"). The pain was present since essure insertion and due to its persistence, essure was removed via bilateral salpingectomy three months after it was placed. Pelvic pain and syncope are regarded as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. Considering the event's nature and that the pain started right after essure insertion, causality of pelvic pain with essure cannot be excluded (related). The syncope occurred during the insertion procedure of essure. Therefore causality with essure is assessed as related. This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought.